Manufacturer narrative:
Approximate age of device ¿5 years, 3 month. The pump remains in use supporting the patient; however, the replaced portion of the driveline was received for investigation. The evaluation is not yet complete. The system controller that was exchanged on (B)(6) 2018 was received for analysis on (B)(6) 2018. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the customer submitted log files for review for suspected short to shield. The patient was reported to be asymptomatic. The manufacturer's technical service representative reviewed the submitted log files and observed pump stoppages on (B)(6) 2018 that appear to only have occurred while the lvad system was connected to the power module. This could be caused by a percutaneous lead (driveline) short to shield. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement approximately 3 inches from the driveline exit site. During the replacement, the primary system controller received a controller fault alarm and the system controller was exchanged. After the replacement, the lvad was connected to a normal patient cable and additional pump stoppages occurred with patient movement. It was reported that the clinical staff was working on a treatment plan. No additional information was provided.

Manufacturer narrative:
Device evaluation: although the evaluation of the submitted system controller log files confirmed pump stops and low speed events while one of the power cables was connected to the power module, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted system controller log file captured several pump stops and low speed hazard alarms on 06nov2018 between 11:17:42 am and 11:33:50 am. Low flow hazard alarms were also observed at this time, associated with the low speed hazard events. These pump stops and low speed events only occurred while the white power cable of the system controller was connected to a power module. Based on previous complaint history, the observed events appeared consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 16.5¿. The outer layers of the driveline were severed approximately 9.5¿ from the metal connector. Rescue tape was observed approximately 3¿ through 9¿ from the metal connector. Metal braided shield breakdown was observed approximately 2.5¿ from the metal connector, and minor wear was observed along the remainder of the driveline, consistent with the duration of use. Visual inspection of the underlying wires revealed no apparent evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline segment did not reveal any conclusive issues that would have contributed to the pump stops and low speed events observed in the submitted log file. It was reported that the patient was placed on the grounded patient cable after the repair, and pump stops were noted when the patient moved. The account later communicated that the patient was doing well. There were no further alarms at home, and the patient will return to the clinic on (B)(6) 2019. The patient remains ongoing on the device and no further related issues have been reported at this time. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.